Event description:
There was an allegation of questionable na electrode results for 25 patient samples on a cobas 8000 cobas ise module (double). An example was provided for questionable na electrode, k electrode, and cl electrode results for 1 patient sample. The initial na result was 108.5 mmol/l and the repeated result was 140.1 mmol/l. The initial k result was 3.49 mmol/l and the repeated result was 4.45 mmol/l. The initial cl result was 76.9 mmol/l and the repeated result was 100.4 mmol/l. The sample was repeated as the na results were marked as "panic values" in the customer's middleware. The repeated results were believed to be correct. The questionable results were not reported outside the laboratory.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The calibration and qc were acceptable. The alarm trace showed abnormal aspiration (sample probe), abnormal aspiration (sample probe), and sample short errors. These are indicators of possible poor sample quality. The field service representative found the sampling assembly height was out of specification. He replaced the sampling assembly and performed checks with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.